Event description:
It was reported that the light on the wand will not come on when pressing the device against pt's tongue.

Event description:
It was reported that the light on the wand will not come on when pressing the device against pt's tongue.

Manufacturer narrative:
Laerdal (MFR) reported that this claim can not be verified. The device was tested and performed to its specs.